Event description:
It was reported that the customer received multiple auto-off alarms in the morning. Reportedly, the customer's blood glucose level was elevated.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted. In addition, t:slim user guide indicates pump is to be used with individuals 12 years and greater. Patient is (B)(6) years old. The t:slim pump user guide also states that the auto-off feature can be set up to 24 hours or off.